Event description:
The facility reported a colleague infusion pump with a damaged battery to baxter (B)(4). The facility representative did not know when or in which care area this event occurred. However, upon review of the pump's event history it was determined that this event interrupted delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery issue was confirmed and reproduced during product evaluation. This condition was caused by depleted main batteries due to use/user error. The main batteries and harness were replaced to correct the reported condition. Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.92. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A device history review was performed finding one exception during manufacturing, however, the device was reworked and passed all subsequent testing.

Manufacturer narrative:
(B)(4). The device was returned to baxter (B)(4) and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.